Manufacturer narrative:
Device evaluation: the device was subjected to visual inspection, as well as functional testing. Upon inspection of the device, it was observed that the unit would not power on. A failed component was found to be the cause of the unit not powering on. Additionally, a crack in the rx button was observed, however, no assignable cause could be determined for the reported issue of "damaged rx button." Based on the results of the investigation, the reported event was confirmed. (B)(4).

Manufacturer narrative:
The device is being evaluated at the manufacturing site. When the investigation is complete, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a button on the patient therapy controller (ptc) was damaged from use. There were no patient effects reported, and the device was returned for evaluation.